Event description:
The customer reported a blue fluid leak of approximately 1ml from the manual probe of a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse confirmed the leak and found that tubing at pinch valve pv49 was leaking pressure and was contributing to fluid (waste) leaking from the needle bellows. The fse replaced the tubing, which resolved the event. (B)(4).